Manufacturer narrative:
Inspected 1 opened/used sensor and found insertion needle bent inside hub assembly. No broken or missing parts. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The customer's blood glucose was unknown at the time of incident. The device will be returned for analysis.